Event description:
Customer called to report that line #24 was disconnected from the electrolyte injection cup (eic) of the unicel dxc 800 synchron system, which resulted in a leak of approximately 1 milliliter of fluid. Customer stated that the event was likely caused from lowering the module to troubleshoot when carbon dioxide failed calibration. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. Customer cleaned the leak, then reconnected and secured line #24, after which all of the electrolytes calibrated successfully.

Manufacturer narrative:
Customer neither requested nor required onsite examination of the instrument as the issue was resolved through routine customer maintenance. Customer verified proper instrument performance and has not called back to report any further issues relating to this event. (B)(4). Customer did not request/require service.